Event description:
At about 11 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 182519: (B)(4) items manufactured and released on 30-aug-2018. Expiration date: 2023-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved, batch review performed on (B)(6) 2023: liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot. 2115600 lot 2115600: (B)(4) items manufactured and released on 15-nov-2021. Expiration date: 2026-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.32.6525 cancellous bone screw, flat head ø 6,5 l 25 (k103721) lot. 2119514 lot 2119514: (B)(4) items manufactured and released on 16-feb-2022. Expiration date: 2027-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 2117181 lot 2117181: (B)(4) items manufactured and released on 28-feb-2022. Expiration date: 2027-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.148mh acetabular shell ø48 multi-hole (k132879) lot. 2113915 lot 2113915: (B)(4) items manufactured and released on 10-jan-2022. Expiration date: 2026-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.